Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was replicated. The company representative cleaned and adjusted the optics. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event can be attributed to the optics being dirty and out of alignment.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).

Event description:
A scrub nurse reported that the laser stopped working but it did not shut down. A system message was displayed. The event occurred during a vitrectomy surgery but the laser procedure had not been started. Additional information provided by a company representative indicated that the system was restarted to complete the procedure. The event caused a 1 minute delay. There was no patient harm. No further information is expected.